Manufacturer narrative:
(B)(4). This is the final report submitted regarding this surgical event and medical device.

Event description:
One patient requires re-operation due to a nontraumatic anterior dislocation of the humeral head.